Event description:
Stapler was not opening once the staple load attached. The stapler was unable to be used for rest of the procedure. The stapler was tried on 2 different staple loads to confirm that there was a stapler malfunction. Another endo gia ultra stapler kit was opened to complete the case.